Event description:
In 2009, the patient reported experiencing elevated blood glucose of 400 mg/dl and she believes the infusion device is not delivering insulin properly. Her normal blood glucose range is 50-200 mg/dl. She stated that she disconnected from her infusion site and bolused 12 units and no insulin dripped from the end of the infusion tubing. To troubleshoot, the patient was instructed to disconnect from her infusion site and she verified there was no air or leaks in the system. She bolused 4 units and no insulin dripped from the end of the infusion tubing. She attached the accessories to her backup infusion device and insulin dripped from the end of the infusion tubing after bolusing. Upon follow up the next day, the patient stated that she switched to her backup infusion device and her blood glucose returned to normal (135 mg/dl). The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.